Manufacturer narrative:
Device was used for treatment, not diagnosis. PMA/510(k): device is approved for vet use only. A review of the device history records indicates there were no relevant issues were found during manufacturing which could have caused or contributed to this complaint. All other records indicate the product was manufactured to specifications. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is a veterinary complaint reported that a plate broke four weeks post-up at the fracture site. The veterinarian implanted a 6-hole synthes 2.0mm lcp (locking compression plate), four 2.0mm cortex screws and two 2.0mm locking screws to treat a mid-diaphyseal femur fracture in a (B)(6) chihuahua on (B)(6) 2014. The surgeon had initially considered implanting a 2.4mm lcp, but that plate was huge in relation to the bone and size of the dog, thus the 2.0mm seemed to be the best fit and was implanted. The surgeon stated that the post-op films looked great. The dog then reportedly stumbled while running up the stairs on or around (B)(6) 2015 and became lame on the implanted leg as a result. The dog was taken back to the veterinarian on (B)(6) 2015 and it was discovered that the lcp had broken. The plate broke in two at the fracture site. A revision surgery was performed on (B)(6) 2015. All screws were well seated into the bone/plate and there was no evidence of loosening. Even the screw at the breaking point was well fixed. The owner didn't want to go through any more activity restriction for her dog so the surgeon ended up performing an amputation. This report is for one unknown 2.0mm locking compression plate. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device used in a veterinary case - no patient information will be reported. Event date was reported as on or around (B)(6) 2015. This report is for one unknown 2.0mm locking compression plate. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product development evaluation was completed: post-operative radiographs provided by the surgeon confirm a simple mid-shaft femur fracture. Plate placement and size are appropriate for the patient. Screws are located appropriately along the axis of the bone. Screws fully engage far cortex. Four week post-operative radiographs are consistent with surgeon description. Plate fractured through the third proximal hole (containing a cortex screw) with the distal fragment displaced medially approximately 1mm. The plate fragments are not displaced from the bone surface. All screws are intact and threads are undamaged. Screw heads show screwdriver damage consistent with implantation/explantation. Plate is fractured through the third proximal lcp hole. The fracture is through both the threaded and unthreaded (compression) portions of the hole. This hole was located directly adjacent to the bone fracture, which is the highest stress level area of the construct during healing. Plate shows evidence of tool marks near the fracture site. There are several uniformly spaced square indentations in the top and bottom surfaces of the plate consistent with a toothed holding instrument such a pliers or forceps. The deepest indentation continues across the fracture line which suggests it was present prior to fracturing. Additional gauges and tool marks are visible on the side of the plate near the fracture. It could not be determined if any of these marks were created during explantation or implantation, or impinge the plate fracture. Visual inspection or the fracture reveals surface burnishing and crack propagation due to fatigue. Surface analysis suggests the fracture started on the top surface of the plate at the compression section of the third lcp hole. Manufacturing inspection report for the lot indicates all parts passed visual and dimensional inspection. External dimensions (width, thickness) confirmed in tolerance by caliper against released drawing. No visible signs of material defects. The root cause for this complaint is undetermined for all reported parts. The plate failed in fatigue, likely due to a stress riser caused by damage to the tension (top) side of the plate. The damage may have been cause by tool use on the plate prior to implantation, although this could not be confirmed at the site of the initial crack. Follow up conversation with the surgeon could not identify the instrument which made the marks. Bone was healing normally at time of fracture with some medial cortex instability. Also confirmed that the patient was not confined properly during healing, which would cause significant reduction in the plates expected lifespan. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.